Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported issue and was able to duplicate it. Resolution and disposition: the data acquisition pcba (printed circuit board) to motor controller pcba cable was replaced to address the finding. Testing was performed and confirmed the issue had been resolved. However, the decision was made to dispose of the unit and the faulty cable was put back in the unit. Unit was sent to the manufacturer's international sales office to be disposed of.

Event description:
The international customer reported the v60 unit was being used for nppv (noninvasive positive-pressure ventilation), spontaneous breathing patient, 24h-use, duration of use - 2 days. All of a sudden, ventilation became too fast and then the v60 vent screen blacked out and the unit eventually became inoperative. The unit was turned on again, but the ventilation seemed not to be normal (not corresponding to the patient's inspiration and expiration). Da (data acquisition) pcba (printed circuit board) adc (analog-to-digital converters) failed was annunciated and "mask: 2, exh port: dep (disposable exhalation port) use menu to change" were displayed. The alarms could not be turned off. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
(B)(4).